Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had false signal artifact monitor (sam) episodes during surgery due to oversensed electrocautery noise. The ICD system remains in service. No adverse patient effects were reported.